Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The patient was admitted to the emergency department because of a fall with facial fracture. A check of the subject pacemaker reportedly showed the following: unstable ventricular and atrial thresholds ranging from 0.5v to a loss of capture at 5v on both leads; lead impedances variations from 600 ohms to above 3000 ohms; vertical increase of the battery impedance to 2.66 kohm; magnet rate at 96bpm. The physician decided to replace the device, as well as the ventricular lead. Given the risks associated with lead extraction and patient age, the ventricular lead remained in place and a new lead was added. After the re-intervention, the lead measurements were normal, with an impedance of 600 ohms and thresholds of 0,5 v on the ventricular lead.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The patient was admitted to the emergency department because of a fall with facial fracture. A check of the subject pacemaker reportedly showed the following: unstable ventricular and atrial thresholds ranging from 0.5v to a loss of capture at 5v on both leads; lead impedances variations from 600 ohms to above 3000 ohms; vertical increase of the battery impedance to 2.66 kohm; magnet rate at 96bpm. The physician decided to replace the device, as well as the ventricular lead. Given the risks associated with lead extraction and patient age, the ventricular lead remained in place and a new lead was added. After the re-intervention, the lead measurements were normal, with an impedance of 600 ohms and thresholds of 0,5 v on the ventricular lead.